Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.

Manufacturer narrative:
(B)(4). Sample received for evaluation. Reservoir didn¿t present any damage or tears on the front or the back side. Plate was activated, port closed and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Perimeter and port seal was verified, the sample didn¿t present any damage, channels or incomplete seal that could generate a leak on the sample. Plate was locked and ports were closed then plate was activated to verify if air could get inside the reservoir. After 10 minutes the reservoir maintained the same condition, confirming there is no damage on the perimeter or the port seal. Sample was evaluated and a broken hinge was found inside the reservoir. Even though the hinge was broken the plate was able to be open and closed. Based on the present analysis and sample evaluation, the defect reported by customer could not be duplicated and is not related to flex manufacturing process. It is considered that other external causes could have affected the product integrity / functionality such as handling, non proper usage or any other possible contributor out of manufacturer control.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: please explain in details what went wrong with the device that the drainage could not be done. Further detail was not provided. Was any issue noted when device was removed from package? No information. Was the issue noted during initial (1st) activation? No information. Did the reservoir fail to work during re-activation? No information. Were all connections secure when the issue was noted? No information. Any physical damage to reservoir noticed? No information. Did the reservoir immediately swell when activated? No information. Was no exudate suctioned in the reservoir bag? No information. Was the reservoir changed to a new one to complete the case? No information. Lot number if available no information. (Jt8679) no further information will be provided."

Event description:
It was reported during an unknown neurosurgery procedure a drain was used. Drainage could not be done. There were no adverse consequences to the patient.